Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device blocked, displayed an e8 (power interrupt) and then was unable to press the check button. Patient stated, the infusion device was blocked and was unable to release it. Patient reported after a short moment, the infusion device released but immediately blocked again and then the e8 appeared on the display. Patient was unable to confirm the error due to the infusion device being blocked. Patient reported experiencing hyperglycemia; no blood glucose level was provided. Patient's normal blood glucose level was not provided. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.